Manufacturer narrative:
Bci customer technical support (cts) directed customer to remove the no foam cap and check the threads. The threads checked fine. The customer refilled the no foam bottle and primed the instrument. No liquid was observed forming on top of the no foam bottle. Bci field service engineer (fse) was dispatched for this event. Fse replaced valves # 22 and 37. Repair was verified per established procedures. New no foam bottle was installed by customer.

Event description:
A customer contacted beckman coulter inc. (Bci) to report the unicel dxc 600 pro instrument's no foam reagent was being consumed at a faster rate than usual. The customer also reported that the no foam liquid was forming around the top of the cap. No reports of death or injury have been reported in connection with this event.